Event description:
Upon review of the da vinci si system log review, an intuitive surgical inc. (Isi) representative observed an 23022 error message indicating that a brake fault on patient side manipulators (psm) 1 and 3 occurred. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instruments. Psm 1 and psm 3 were replaced to correct the problem. There was no report of patient involvement or adverse outcomes.

Manufacturer narrative:
The two patient side manipulators (psms) arms were returned to isi for failure analysis investigation. Patient side manipulator (psm) arm 1, part number 380900-01 and serial number (B)(4): engineering found that the psm failed the in-house braked weighted drop test for axis-3. The arm was upgraded to correct the problem. Both axis-1 and axis-2 brakes were replaced with new shaft, gear, and bearings. Patient side manipulator (psm) arm 3, part number 380900-01 and serial number (B)(4): engineering found that the psm failed the in-house weighted brake drop test. The axis-2 brake was replaced to correct the problem. This complaint is being reported due to the two patient side manipulator arms failing the brake weight drop test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.